Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that two weeks ago the patient saw a "doctor symbol" on their device. When asked what they saw in conjunction with the symbol the patient couldn't tell the representative. The patient later noted they couldn't get anything but "no communication" and not the doctor symbol anymore. The representative suspected that the patient was in overdischarge. The patient also noted that their recharger felt warm. The representative was unsure as to what this was about as they couldn't be using their recharger if they were in overdischarge. The representative planned on contacting the patient to schedule a time to trickle charge and assess the warm recharger. Additional information received from a manufacturer's representative on (B)(6) 2019. It was reported that the representative was unable to recover the ins from the overdischarged state and a replacement surgery was planned but not yet scheduled. No further complications reported.